Manufacturer narrative:
Additional information (h10) - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary correction (g1) - contact office address: (B)(6) no sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: lot 1e03101 was manufactured on 06/01/2021 in the ats #2 manufacturing line, with a total of (B)(4) mkus. On 11/25/2021, complaint investigator ID (B)(6) performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1703890 and manufacturing order (B)(4). No issues related to the defect were found in the documentation. On 11/25/2021 a complaint search for lot 1e03101 and malfunction was carried out and as a result, no additional complaints were found; therefore, no potential trend was observed. As per complaint manufacturing investigation, it is not required to open a nonconformance report (ncr) for complaints which were not confirmed and no potential trend was identified. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 3. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that wafers had an off-centered opening and the product was not used. No photo is available at this time.